Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer inspected the device and replaced the main power switch. The unit passed extended self testing.

Manufacturer narrative:
Covidien customer support engineer (cse) troubleshot this issue with the customer over the phone. The customer was advised to replace the power switch.